Manufacturer narrative:
Covidien reference number (B)(4). Technical support troubleshot this issue with the customer over the phone. The customer was advised to replace the graphical user interface (gui) printed circuit board.

Event description:
It was reported that the ventilator had a loss of communication issue. Patient involvement is unknown.